Event description:
The customer's mother reported that the customer's blood glucose was 660 mg/dl so she took him to the ER where he was diagnosed with diabetic ketoacidosis (dka). The customer was given IV saline as well as injections of insulin to bring his blood glucose down. The customer was in the ER for 7.5 hours and was released with a blood glucose of 200 mg/gl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.